Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that leaks when in use. One sample of item (B)(4) was received for quality investigation. Visual inspection was conducted and no damages or abnormalities were identified. The sample was then primed and a simulated infusion was conducted. There were no failures identified during the testing of the sample. The customer complaint of leakage was not verified. A root cause was not determined because the reported failure could not be replicated. A device history record review for model 10013902 lot number 24049272 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite low sorbing set leaks the following information was received by the initial reporter with the following : reported issue per customer: leaks when in use. The item is being used for chemotherapy drugs and that cannot happen. The customer has requested a replacement with a new lot number.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.